Manufacturer narrative:
The product contains a sorbic acid (0.25%) and edetate disodium (0.1%) preservative sys. The shelf life of the product is 15 mos. Batch record review. Co has made 5 attempts to obtain the name and phone number of the pt and a sample of the suspect product between 01/26/98 and 03/30/98. H7. Ross has not initiated a remedial action regarding this problem and does not anticipate initiating a remedial action in the future.

Event description:
Co has no further info describing the incident or relevant events occurring prior to or subsequent to the actual incident. Co has no further eval of the incident by any healthcare professional involved in the case.